Event description:
The patient was on extracorporeal membrane oxygenation (ECMO) with a maquet quadrox ID bioline oxygenator from lot # 70091240. Oxygenator developed a blood to gas leak. While preparing a 2nd oxygenator from lot#70093069 to replace the leaking oxygenator, persistent air accumulated in that oxygenator and could not be resolved. A 3rd oxygenator (from different lot#) was prepared and replaced the leaking oxygenator. The patient desaturated briefly during the change but returned to baseline within a few seconds following the change.